Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics four times due to hypoglycemia. The customer stated that during the last event, he was driving when he began to experience hypoglycemic symptoms. The customer pulled over and lost consciousness. The reported blood glucose reading was 112 mg/dl at the time of the report. Troubleshooting was performed. Displacement test passed. The customer was disconnected during priming. Nothing further was reported.